Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient has not moved yet, but has a list of hcp's for when they do move. The circumstances leading to the lead not working was that the patient started using the device 24/7 as they started getting leg cramps at night. After about a week of using it all the time is when it started not working. The steps taken was the patient was going to see an hcp in idaho, but a local fire closed down the roads and they were unable to make the appointment. Their current hcp will recommend a neurosurgeon for the patient when they move and the patient stated that they will have the neurosurgeon page a local rep when they get down there. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain it was reported that in (B)(6) 2018, the stimulation would drop down to zero and if the patient moved, then the stimulation would kick back on. The patient had met with a rep who determined that the paddle lead was not working properly. The patient relocated and was in need of physician listings. Physician listings were sent. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead. Other relevant device(s) are: product ID: 39565-30, serial/lot #: (B)(4), ubd: 06-mar-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) non-malignant pain. It was reported that previous lead problems discovered at last battery replacement. Rep states it tells them that patient has had several times where therapy is lost with positional changes or manipulation to lead insertion/connection site in back. Serial impedance tests and reprogramming. Electrodes 5,8,9,10,12,14 read unusually high 3000-17000. Reprogramming was done the issue was not resolved at the time of this report. Rep reprogrammed and helped re-establish therapy. Patient plans to follow up with neurosurgeon next spring re-possible lead revision. Surgical intervention did not occur. It is unknown if intervention is planned rep will follow-up for more information. Patient is alive with no injury.